Event description:
It was reported that during a routine device change out, abnormal impedance and oversensing were found when the physician attempted to tighten the lead into the header of the device. Several attempts were made but the setscrew became loose. The device was not used and a new device was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.